Event description:
On (B)(6) 2011, a 6mm gore hybrid vascular graft was implanted in an a-v access application. The implant was from the patient's right ulnar artery to axillary vein. On (B)(6) 2011, the graft was ligated.